Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced both high and low blood glucose. The customer¿s blood glucose level was running in the range of 400 mg/dl to 598 mg/dl at time of incident. The customer was treated with insulin pump and manual injection. Customer stated that eventually the blood glucose came down after taking the insulin shots and they were around 300 mg/dl but then they jumped back up to 598 mg/dl. They also had a low blood glucose which they treated with juice. Customer stated that the pump had a no delivery because the reservoir had run out of insulin. Troubleshooting was not completed due to the customer's eyes being diluted. The insulin pump will not be returned for analysis.